Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Additional information was obtained, revealing that the patient underwent explant on (B)(6) 2024. It was not specified if the entire system was explanted or only the ipg.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following an unrelated surgical procedure wherein the device was not placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025 wherein ipg was explanted to address the issue.

Manufacturer narrative:
Correction b5- surgical intervention was undertaken on (B)(6) 2025 rather than (B)(6) 2024 correction d6b - date of explant pg was explanted on (B)(6) 2025 rather than (B)(6) 2024 correction e1- initial reporter.